Manufacturer narrative:
Concomitant medical product: 10366, lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial, abdominally-implanted right atrial lead had a fracture and low pacing impedance. The lead had been repaired during a routine device replacement procedure about one year, two months earlier, however the lead was now capped and replaced when a transvenous system was implanted. No patient complications have been reported as a result of this event.